Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant: model: 5076-45, lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patients right ventricular (rv) lead had exhibited elevated threshold with decreased r-wave amplitude/diminished sensing. An x-ray was taken which revealed the rv lead had pulled back and dislodged. A lead revision procedure was completed and the lead remains in use. It was noted the patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.